Event description:
As reported, a patient came back about a week and a half after a pvc ablation using two 6-12f mynx control venous vascular closure devices (vcd) with "an infected left groin". The physician explained there was an abscess so he "popped it and a lot of pus came out" and then prescribed the patient antibiotics. After deployment of the vcd there was some oozing noted at both sites so he injected lidocaine into groin. A unknown 6f and unknown11f sheath were used in the left groin. The patient did not have any risk factors for infection. The device packaging was not compromised during storage. Sterile technique was followed. The patient did not receive prophylactic antibiotics prior to the procedure. The patient was not immunocompromised and had not experienced a recent infection (e.g., history of mrsa, diabetes, cancer, pneumonia, etc.). The patient was not taking chemotherapy, steroid therapy, or tnf inhibitors. There was no device or package damage prior to use. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the device. The patient had no history of coagulopathy. No issues were noted during balloon retraction / button#2 step. Lidocaine was not used only to restrict capillary blood flow from a surface level incision. The devices will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient came back about a week and a half after a pvc ablation using two 6-12f mynx control venous vascular closure devices (vcd) with "an infected left groin". The physician explained there was an abscess so he "popped it and a lot of pus came out" and then prescribed the patient antibiotics. After deployment of the vcd there was some oozing noted at both sites so he injected lidocaine into groin. A unknown 6f and unknown 11f sheath were used in the left groin. The patient did not have any risk factors for infection. The device packaging was not compromised during storage. Sterile technique was followed. The patient did not receive prophylactic antibiotics prior to the procedure. The patient was not immunocompromised and had not experienced a recent infection (e.g., history of mrsa, diabetes, cancer, pneumonia, etc.). The patient was not taking chemotherapy, steroid therapy, or tnf inhibitors. There was no device or package damage prior to use. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the device. The patient had no history of coagulopathy. No issues were noted during balloon retraction / button#2 step. Lidocaine was not used only to restrict capillary blood flow from a surface level incision. The products were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿sealant inability to achieve hemostasis and infection¿ could not be evaluated due to the nature of the complaint since this was a patient related event. Patient related events cannot be duplicated in the lab. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy/comorbidities contributed to the reported event. It should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported. R: 3221 (c20). C: 4315 (d15) 22 (d12).